Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse went to change a patient¿s catheter and there were no issues. A few hours later, the patient felt a spring and snap in their bladder, but the catheter seemed to be draining still. Then shortly later the patient reported wetness and catheter began leaking. Nurse returned to the patient and discovered that the catheter had burst.

Event description:
It was reported that the nurse went to change a patient¿s catheter and there were no issues. A few hours later, the patient felt a spring and snap in their bladder, but the catheter seemed to be draining still. Then shortly later the patient reported wetness and catheter began leaking. Nurse returned to the patient and discovered that the catheter had burst.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "pinhole in balloon or cuff wall thickness too thin". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. "Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities: 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 15cc balloon: use 20ml sterile water, 20cc balloon: use 25ml sterile water, 30cc balloon: use 35ml sterile water, 40cc balloon: use 45ml sterile water, and 75cc balloon: use 80ml sterile water. Do not exceed recommended capacities". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.